Event description:
It was reported that the lead was kinked while advancing through the introducer. The lead and the introducer were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.